Event description:
It was reported that the ilet user connected the tubing and cartridge incorrectly, which resulted in a leak, and then replaced the infusion set and cartridge and completed a successful supply change. No reported alerts, alarms, or clinical symptoms. Outcomes included replacement supplies being shipped. Investigation included collection of lot numbers and confirmation of shipping details. Investigation of this case revealed user setup error related to the infusion set connection and cartridge-tubing interface, with normal device behavior otherwise. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.